Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for lipout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode lipout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It has been reported that four bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg has been found with molding defects. No patient impact was reported. The following has been provided by the initial reporter: tubes found to be defective around the top edges ¿ plastic distorted or melted (refer to the image attached).